Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges and that the battery gauge was incorrect. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.